Event description:
On (B)(6) 2013, it was reported that the adapter did not have a through-hole and is not usable.

Manufacturer narrative:
Cadence acknowledges this report does not meet the thirty day reporting requirement. This was unintentional. This report is being filed after it was identified as non-compliant during internal review of our complaint files.